Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to verify pump error 23, pump error 3, rewind anomaly, perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer cannot complete the rewind process and customer was getting insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.